Event description:
During a remote follow-up, episodes of undersensing were observed on the device. The device was reprogrammed to resolve the issue. The patient was stable and will continue to be monitored.